Event description:
It was reported that the green handle / green cap stylet could not be advanced into the lead. The stylet stopped at the contacts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead model 3777-45, lot unknown found no anomaly. Analysis of the green handle / blue cap stylet found the wire bent. The stylet was able to be fully inserted into the returned lead stylet coil. Analysis of the green handle / green cap stylet found no anomaly. Analysis of the white handle / bue cap stylet found no anomaly. (B)(4).

Event description:
Follow up information received reported that there were no patient's symptoms associated with the event and had no effect on the surgical procedure or outcome. It was noted that this occurred during the trial stage of the therapy. The trial phase was successful for the patient who went on to the permanent implantable neurostimulator and was now receiving therapy.